Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's caregiver contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2011 at 10am. At an unknown time after the alleged issue occurred, the patient reportedly developed symptoms of shaking and weakness and subsequently was treated with food and/or drink by a health care professional (hcp). According to the csr's documentation, fifteen minutes after the reported issue began the patient obtained a blood glucose result of "41mg/dl" with the doctor/clinic's meter. During troubleshooting, the csr noted that the subject meter's battery was not replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.